Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No blank display. Lcd board ok. No unexpected failed battery. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 172 mg/dl. During troubleshooting, the customer was able to get the display to return and received a failed battery test. During troubleshooting, the customer received an additional failed battery tes. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.